Event description:
A report was received that the patient underwent a pocket revision due to discomfort and charging difficulties. The patient had gained weight (non device related) and was experiencing difficulty charging the implant. The physician relocated the ipg from the right abdomen to the right buttocks area. The patient is reportedly doing well following the procedure. (Refer to MFR. Report #3006630150-2010-01329)